Event description:
Laser fiber was opened for laser lithotripsy in cysto room. Once fiber was connected to laser there was no aiming beam and no energy was emitted from fiber. Laser fiber was removed and replaced with another fiber. Second fiber worked appropriately.device #1is this a laboratory device or laboratory test?no.